Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The peritonitis was due to the abdominal intestines wrapped around the non-baxter pd catheter, which required surgical repair. The patient was treated with unknown antibiotics intravenously (IV). The patient was discharged from the hospital and recovered from the event. This is a duplicate report of 1416980-2013-03404.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date, the patient experienced peritonitis. On an unknown date in (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. The patient recovered from this peritonitis event. Per the nurse, the peritonitis event was unrelated to baxter products.

Manufacturer narrative:
(B)(4). This is report 2 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should relevant additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot numbers h12c27078, 12d27068, h12f07040, h12f06075, and h12g13053 (product codes 5c4482 and 5c4449) with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.